Manufacturer narrative:
Physio downloaded the device's electronic records from the event for review and was able to verify that the device experienced multiple warm boots; the device lost power but restored power within 30 seconds. The power pcb was replaced as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device unexpectedly shut down while attempting to print the code summary. In this state the device would be inoperable and defibrillation therapy would not be available, if needed there was no patient use reported with the event.

Manufacturer narrative:
Physio-control evaluated the customer's device and was able to duplicate the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device unexpectedly shut down while attempting to print the code summary. In this state the device would be inoperable and defibrillation therapy would not be available, if needed there was no patient use reported with the event.